Event description:
Pt with metastatic liver colon carcinoma; status post 7 cycles of xeloda at treatment faciity. Follow-up CT therapy revealed enlargement of multiple hepatic lesions. Pt referred to another hosp for sir-spheres. Treated with approx 53mcl in 2003. No activity of colorectal metastases on post sir-spheres treatment pet two months prior to demise. Pt became short of breath. Went to another hosp. Treated with lactulose for elevated ammonium. Diagnosed with liver failure and discharged 01/04 to home. No other details available from hosp.